Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and other health issues on (B)(6) 2020. Customer¿s blood glucose level was 150 mg/dl at the time of hospitalization. Customer¿s current blood glucose level was 320 mg/dl off insulin pump. Customer was treated with manual injection and intravenous drip for high blood glucose level. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump stopped delivering insulin. Customer stated that they had been off insulin pump 2 week. Customer was assisted with troubleshooting for high blood glucose level. The insulin pump will be returned for analysis.